Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this pacemaker was not functioning appropriately. No additional information regarding the allegation was provided. To date, there have been no adverse patient effects reported.